Event description:
It was reported that when the device was primed before use, leakage was found near the connection between the tube and the plastic part. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the needle housing was confirmed and the cause was determined to be supplier related. The product returned for evaluation was 22g x 3/4"" safestep infusion set. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component at the bard supplier. The returned product sample was evaluated and a leak was observed where the tubing connects to the needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle shaft, and the characteristics observed which supported this type of failure included: air bubbles or voids in adhesive coverage were seen in the application wells voids or gaps in adhesive coverage were observed on the needle shaft this is a supplied component and the supplier has been notified of this event.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of asgnf086 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the device was primed before use, leakage was found near the connection between the tube and the plastic part. There was no reported patient involvement.